Event description:
It was reported that the sys would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated the interconnect cable connector. The system operates as intended.